Event description:
The patient was implanted with the nalu scs system on (B)(6) 2019. The implant proceeded as expected, with no unusual events, and devices were implanted as expected. The patient reported to study staff on (B)(6) that they were experiencing a headache and had nausea. The study staff requested that the patient go to the general practitioner, but the patient declined. The symptoms continued and the patient went to the emergency department of the hospital on (B)(6), but was not admitted to the hospital. The scs system was turned off at this time. The patient was given a CT scan of the lumbar region, the spine, and the brain and no abnormality was detected. After the CT scan, the patient consulted with an investigator, and the investigator diagnosed the patient with a dural puncture which caused a csf leak that caused the headache and nausea. It was determined that the cause of the dural puncture was user error of the introducer assembly. The patient was prescribed with anti-emetics and analgesia and was discharged on the same day. The study staff called the patient to check in on them on (B)(6). With each subsequent call the severity of the headache and the nausea decreased. The patient was returned to a normal dose of analgesia on (B)(6). The patient met with the investigator again on (B)(6) and the patient had a mild intermittent headache and no nausea. The scs system was turned back on the same day. Nalu became aware of this incident on july 16th when reviewing ae forms. On july 17th the clinical site clarified via email that the patient no longer had headaches.